Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact, and the pull wire was in its initial position. If the ruby coil is retracted against resistance, the pusher assembly may elongate causing the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed a kink on the pusher assembly. This damage is incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right accessory renal artery using a ruby coil and a non-penumbra microcatheter. During the procedure, the physician advanced the ruby coil into the lower branch of the right small accessory renal artery. It was reported the physician advanced the ruby coil into the wrong bifurcation of the right accessory renal artery. While retracting the ruby coil, the ruby coil unintentionally detached in the lower branch of the right accessory renal artery. The physician decided to leave the detached ruby coil in the lower branch of the right accessory renal artery as it was determined to be safe. The procedure was completed using another ruby coil and the same microcatheter.